Event description:
Per the clinic, an infection had developed at the implant site followed by wound dehiscence and skin breakdown, exposing the receiver/stimulator. Subsequently, the patient was treated with oral and topical antibiotics (specific date not reported). The patient was also hospitalised for treatment with IV antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient with a new device. Device analysis report attached.